Event description:
Pt experienced sudden cardiac arrest, while on fishing charter. Device delivered one defibrillation shock. Replace battery message appeared, unable to deliver additional shocks. Pt expired.